Event description:
It was reported to target that during a procedure a gdc 10 stretched and then fractured while being retrieved. Consecutive coils were successfully delivered using the same catheter and the embolization procedure was completed. There were no complications to the pt, whose condition after the procedure was good.